Event description:
It was reported that an asahi gladius mongo 14 es guide wire was used with a sergeant support catheter (medico's hirata) to treat a moderately calcified and heavily occluded lesion in the superficial femoral artery (sfa) during a percutaneous peripheral intervention (ppi). When the gladius mongo 14 es guide wire was removed as anomaly was felt during wire manipulation, the coating of the guide wire was found deformed in an accordion-like shape. A new gladius mongo 14 guide wire was used instead, and the procedure was completed. It was informed that there were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported gladius mongo 14 es guide wire was returned for investigation. The returned gladius mongo 14 es guide wire was found bent at approximately 19mm from its tip. The polymer jacket was torn and the outer coil was fractured distal to the proximal solder set at approximately 30mm from the tip to fix the outer coil and the core wire, exposing the core wire under the outer coil. To observe the fracture surface of the outer coil, the polymer jacket was removed. Microscopic observation found that the outer coil was fractured at two locations. Each fracture end of the outer coil had relatively flat fracture surface with twisted coil braid, indicating that the outer coil fracture was attributed to torsion generated most likely when the outer coil was loosened. Although the outer coil of the returned gladius mongo 14 es guide wire was greatly loosened and fractured, its core wire was free from fracture. As the fracture surfaces of the outer coils mutually matched, it was concluded that the entire length of the guide wire was returned. However, as the polymer jacket was so severely damaged that whether there was any missing segment of polymer jacket could not be identified. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that stress might have been locally accumulated on the proximal solder, where the outer coil was fixed due to torquing manipulation while the distal segment of the subject gladius mongo 14 es guide wire had been caught by the heavily stenosed lesion. Consequently, the outer coil was loosened and disarranged, causing the outer coil to be fractured and damaging the polymer jacket. As the guide wire was withdrawn, the fractured outer coil was gathered distally, exposing the core wire. It was concluded that this event was not attributed to product quality. Given the severe damage observed on the polymer jacket of the returned guide wire, it was unable to completely rule out a possibility that some polymer jacket fragment(s) might be left in the patient. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ breakage of the guide wire.